Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed out the infusion set site and had not received another occlusion. The customer did not see any damage to the cannula. The customer's blood glucose level was not impacted. The customer declined tandem technical support's offer to troubleshoot.